Event description:
It was reported that there was a possible inappropriate shock to treat an atrial arrhythmia with rapid ventricular response. The device was reprogrammed and medication changes were made. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted as one ventricular non sustained tachycardia at 160 ms occurred on (B)(6) 2012 16:24:22.